Manufacturer narrative:
Correction; h.6. (Patient code). The customer¿s report that a tip was stuck inside needle-free valve was confirmed to be a male luer tip break. The set was visually inspected for cracks, misassemblies or damages to the components. Visual inspection found that the male luer tip was broken off. Closer inspection under a lab microscope observed stress marks at the break site of the male luer tip. No scratch marks or tool marks were observed on the extension set. The customer did not send in the mating set that the male luer was connecting to. Functional testing could not be performed due to the set¿s broken male luer tip. The root cause of the male luer tip breakage could not be determined.

Event description:
It was reported that that a tip was stuck inside needle-free valve while the clinician was trying to disconnect the tubing in order to draw blood. It was further confirmed during follow up, that there was no patient harm or impact as a result of this event.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the tip of the needle-free connector was stuck in while the clinician was trying to disconnect the tubing in order to draw blood.